Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failed and shaft break occurred. A 4.00mmx16mm synergy ii everolimus-eluting stent was successfully deployed. The physician then attempted to remove the stent balloon, it was noted that the balloon did not fully deflate causing the delivery system to separate proximal to the hypotube. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ii, us, mr, 4.0 x 16mm stent delivery system (sds) was returned for analysis. The stent was deployed during the procedure and therefore not returned for analysis. The balloon wings were relaxed and open and were subjected to positive pressure. The balloon could not be inflated as the device was separated at the port weld. The balloon crumpled together and hardened due to solidified media. There was no evidence of damage to the proximal bond section of the balloon that could potentially have caused deflation issues. The maximum stent profile was recorded which is within specified max crimped stent profile limit. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. There was no apparent damage or issues noted to the balloon, there were no issues that could have potentially contributed to the complaint incident. The damage noted most likely occurred during procedure. A visual and tactile examination found multiple severe hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found the port weld stretched for 6mm and broke at the port skive. There were several outer/inner kinks and the midshaft stretched. Based on the type of damage evident the break was likely caused by excessive forces exerted during withdrawal of the device. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failed and shaft break occurred. A 4.00mmx16mm synergy ii everolimus-eluting stent was successfully deployed. The physician then attempted to remove the stent balloon, it was noted that the balloon did not fully deflate causing the delivery system to separate proximal to the hypotube. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was stable.